Event description:
The customer stated, she tested her blood glucose and received a reading of 89mg/dl. She retested within 10 minutes on contour and received a reading around 250-300mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The test strips are to be returned for evaluation, and replacement strips will be sent.